Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissor instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical without lymphadenectomy surgical procedure, the monopolar curved scissor instrument was observed to have a broken conductor wire. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the break occurred in the silver cable, not in the black conductor wire. The cable was not completely severed, the internal core remained connected. There was no loss of cautery, arcing, signs of thermal damage, or fallen fragments.